Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. An evaluation was unable to verify a system malfunction due to insufficient information; no case logs were provided for investigation. Ultimately, the misplaced implant was replaced in a revision surgery and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.